Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 14-aug-2025, while performing a factory reset with technical support, the user reported low blood glucose measured at 63 mg/dl. The ilet provided a low alert, and the user self-treated with oral glucose tablets. Blood glucose increased to 68 mg/dl before the call ended. Symptoms included lightheadedness, shakiness, sweating, and clamminess. No outside assistance or medical intervention was required. No long-term health effects were reported.